Event description:
We received a voluntary medwatch report from the FDA. The report was sent in from (B)(6) health ((B)(4)). The report is: when an (B)(6) year old male was being taken off the bypass machine and the team was trying to get his heart started again, pacing wires were inserted into the heart and connected to the pacing cables and to the external pacemaker. The pacing didn't work with the first set of cables and external pacemaker. The cables were changed out with still no change. The external pacemaker was changed out with still no pacing. Everything was changed out 3 times with no success. Finally the physician used a competitor's device and cables and pacing was achieved. The hospital could not provide any serial numbers in this complaint. They also said that the devices were returned to their biomed department and all devices checked out fine.

Manufacturer narrative:
Because serial numbers are unknown, we do not have a manufacture date. The re-inspection of the returned devices revealed severe damages caused by strong external forces, i.e. Drop damages, in all cases. Three devices showed signs of manual opening of the housing and attempts to self-repair were visible. Additionally, all returned devices had penetration of fluid (e.g. Water) into the device housing, which led to corrosion and extensive damage to the internal circuit board. In summary, all devices had been returned with severe damages. No specific failure mode was identified and there was no material or manufacturing issue related to the returned devices.